Event description:
It was reported that this implantable lead exhibited undersensing, loss of capture (loc) and high capture thresholds. No further information was provided. At this time, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.